Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lead was unable to be implanted during a trial procedure since the physician was unable to access the epidural space. As a result, the procedure was abandoned. Patient was referred to surgeon for placement of paddle lead.